Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell onto the pump and the touchscreen became shattered. Reportedly, the customer is no longer able to access the pump features due to the shattered touchscreen. Customer had elevated blood glucose levels (318 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.